Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of september 17, 2018, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code capture the reportable event of: e2330- pain e1405 - dyspareunia. E2006 - mesh exposure. The following imdrf impact code capture the reportable event of: f1905 - vaginal mesh removal.

Event description:
It was reported that the patient underwent a suburethral sling procedure where a lynx system was implanted. After the procedure, cystoscopy evaluation showed no trauma to the bladder. On (B)(6) 2024, the patient was diagnosed with extrusion and dyspareunia. She experienced pain and irritation at the anterior vaginal wall. Cystoscopic exam was normal with no urethral or bladder erosion. Proper retraction was used to identify the mesh exposure and confirmed that there was no other mesh exposure other than the left vaginal fornix lateral to the urethra where the lateral flap would have been, which was 5 mm by 3 mm. The mesh that was embedded into the vaginal tissue was cut and was copiously irrigated. The vaginal flaps were healthy and sufficient to cover the defect, and no mesh was at the edges of the flaps. The flaps appeared healthy. The vagina was copiously irrigated once again, and the closed wound was hemostatic. She was to use topical vaginal estrogen for 6 weeks and follow-up for an exam in two weeks.